Event description:
A customer reported encountering an "incompatible sensor" message on the adc device and was unable to obtain sensor readings. As a result, the customer experienced symptoms described as "almost passed out, the leg is burning like crazy, and had a fever¿. The customer further reported that their blood glucose was "over 500" (reading from an unknown device) a third-party (grandson) adminidtered (B)(4) units of "lovolog 7030" twice a day to bring down the customer's glucose. In addition, the customer leg was iced for the reported burning feeling (sensation). No further information was reported. There was no emergent or diabetic treatment provided for the reported issue.

Manufacturer narrative:
The product was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Sensor state was 5 and it is an indication of normal sensor termination and full wear by the user. Sensor was reprogrammed and simvivo test performed. No failure modes were observed upon visual inspection of the plug assembly. All results were within specification. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.